Manufacturer narrative:
As reported, the color of the indicator window of a 5f exoseal vascular closure device (vcd) did not change, even though the exoseal and 5f non-cordis sheath was pulled back completely. The exoseal and vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal. The physician used the exoseal ten times per month prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the sheath and the exoseal after the indicator wire deployed. The physician stared at the indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The physician did not have the thumb placed on the plug deployment button during retraction. One non-sterile exoseal vascular closure device, size 5f, involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, and the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned partially inserted on the received unit. The indicator window was observed in the black/white position. During this visual analysis, a kink was observed in the delivery shaft, located 16.5 cm from the distal tip. The guard locking simulation could not be performed as the unit was received in a locked state. A deployment simulation evaluation was conducted after removing the non-cordis csi, allowing for successful indicator wire deployment. During this evaluation, the indicator wire was pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed. This resulted in the expected retraction of the indicator wire and deployment of the plug. The black/white and red indicator window position was also achieved. Dimensional analysis was performed on the delivery shaft near the affected kinked area to verify the outer diameter. The measured value was within the specification. A high magnification evaluation was conducted on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. The functional analysis was completed successfully with plug deployment and transition of the indicator window. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. (B)(4).

Event description:
As reported, the color of the indicator window of a 5f exoseal vascular closure device (vcd) did not change, even though the exoseal and 5f non-cordis sheath was pulled back completely. The exoseal and vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal. The physician used the exoseal ten times per month prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician pulled back the sheath and the exoseal after the indicator wire deployed. The physician stared at the indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. The physician did not have the thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.